Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform a DHR review due to an unknown lot number. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that leakage occurred during use with a unspecified bd pen needle. The following information was provided by the initial reporter, the patient received teriparatide (rdna origin) injections (forteo) via a pre-filled pen. Dosage regimen and route of administration were not reported. Teriparatide was started in (B)(6) 2018 for osteoporosis. Reportedly, she had an issue with the forteo pens. It was mentioned that the latest three pens that had been used by (B)(6) 2019 had drops coming out of the device. The pen she was using by (B)(6) 2019 leaked four to five drops after the every injection from the needle (pc 4737892/ lot number: c946374d); furthermore she commented that her son was a licensed pharmacist and he had done the injection for her several times, resulting in leaking after injection. She did not reuse needles or saw an air bubble in the cartridge of the pen. Due to the device, she had missed three or four doses, which was bad. 1 of 3 complaints. 3 occurrences were reported.